Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call, the drive support cap on the insulin pump was loose and sticking out form the side of the device. Customer's blood glucose was normal and didn't require medical treatment. The device is not returning for analysis.